Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 5.6; lab: 3.6; mean: 4.60; confidence limits: 2.6-6.9. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time. Meter/strips were not returned for evaluation. Investigation is closed. No corrective action is required as no product deficiency was established.

Event description:
Caller alleged discrepancy with inratio meter versus lab. Meter gave a reading of 5.6 vs lab of 3.6. Caller stated that pt's hematocrit level was 43.8. Caller was not the person that performed the test. Pts were not on lovenox or heparin.